Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the device broke at the moment of tying the knots in full thread with a knot pusher. The broken off part was retrieved from the patient. The rest of the device remained inside the patient and was used to finish the procedure. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 12-dec-2022: it was confirmed that the device did break when the threads were tied. All fragments were removed. The surgeon did not use another device to complete the procedure. He kept the same implant by balancing the strands. The procedure was completed successfully.